Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was subjected to an magnetic resonance imaging (MRI) procedure. This device was reprogrammed to deactivate therapy, however therapy was not programmed on again following the MRI. This patient was instructed to come in to the clinic to have therapy activated. This device remains in service. No adverse patient effects were reported.